Event description:
A report was received that the patient was having difficulty and frequently charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected. The patient was doing well post-operatively.

Event description:
A report was received that the patient was having difficulty and frequently charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced.